Event description:
During a remote follow up, episodes of noise resulting in oversensing were noted on the right ventricular (rv) lead. Lead insulation damage was suspected. Provocative testing was performed and the noise was unable to be reproduced. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.